Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Auxiliary control unit watchdog failure error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced left plunger case , top case battery door due to physical damage. UDI information is unknown.

Event description:
It was reported that the device presenting with auxiliary control unit watchdog failure. No patient injury was reported.